Event description:
Pt. Seen by doctor in 2002. Difficulty attaining a signal from transmitter head of pacemaker, battery was depleted. The next day, device was explanted and new device implanted. Atrial lead tested non-functional without ability to pace at greater than 5 volts. Atrial lead was secured and capped. New device to run from ventricular lead only.